Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level of above 500 mg/dl. Bolus was delivered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.